Event description:
It was reported to medtronic minimed that the customer experienced pump was not responding regardless of what button to press. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer received the stuck button alarm. Customer was unsure whether the button was pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool displayed no relevant alarms. Proceeded by cutting unit open and performing a visual inspection of the connectors and electronic stack. Proceed by cutting unit open and performing a visual inspection of the connectors and the electronic stack. No moisture noted on the keypad assembly or the keypad traces. However, during deconstructive analysis corroded electronic assembly was noted, isolated to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer concern of keypad alarms wasn't present whilst testing or the history files. All buttons are functioning properly during testing. However, moisture damage was found along electronic assembly, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.